Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cramps. The cause of the peritonitis is unknown. The patient was not hospitalized for this event. Treatment for this event was vancomycin (1 gram, the patient received six doses over 18 days, route and frequency not reported). Peritoneal dialysis therapy was ongoing. The patient has recovered from this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.